Manufacturer narrative:
Further info has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, it alarmed with 2 technical error codes, one indicating disabled valves and the other indicating an internal memory error. This was followed by a loss of settings and reset of the ventilator. The pt was bagged and the ventilator was replaced. It was further discovered that all configuration settings done by the hosp had set, reverted back to factory defaults. There was no pt harm. (B)(4).